Event description:
It was reported that the pump displayed no insulin remaining despite a recent supply change, and the user had accidentally initiated a rewind; blood glucose was in range at 98, and the agent guided the user to disconnect and fill the tubing until drops were visible, then reconnect and resume delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.